Event description:
Event [preferred term] , indication: atonic haemorrhage/bilateral uterine arteries were embolized [off label use], indication: atonic haemorrhage/bilateral uterine arteries were embolized [device use issue], uterine necrosis [uterine necrosis], , narrative: this is a literature report for the following literature source(s): "two cases of uterine necrosis after uterine artery embolisation for postpartum haemorrhage abnormal", the japanese journal of obstetrical, gynecological & neonatal hematology, 2025; vol:35(1), pgs:23-24. A 42-year-old female patient received absorbable gelatin (absorbable gelatin), at approximately 1 mm in size for uterine haemorrhage, uterine artery embolisation. The patient's relevant medical history included: "2 pregnancies and 0 births" (unspecified if ongoing); "preeclampsia" (unspecified if ongoing); "caesarean section" (unspecified if ongoing); "postpartum haemorrhage/haemorrhage of approximately 3,000 ml or more persisted due to atonic haemorrhage" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: atonic haemorrhage/bilateral uterine arteries were embolized"; uterine necrosis (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: body temperature: 38.2 centigrade, notes: pyrexia; c-reactive protein: 6.67 mg/dl; culture: did not detect any bacteria; endocrine test: no abnormalities; histology: necrotic smooth muscle tissue, notes: and endometrial tissue. (Of the discharge); magnetic resonance imaging: contrast in the muscular layer, notes: on the serosal side but poor contrast effect all around the luminal side, suggesting necrosis; unclear endometrium, notes: and thinning of the myometrium; white blood cell count: 11000 /mm3. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of uterine necrosis. Causality for "indication: atonic haemorrhage/bilateral uterine arteries were embolized" and "uterine necrosis" was determined associated to absorbable gelatin (malfunction). Clinical course: the patient with 2 pregnancies and 0 births. The patient was induced to deliver due to preeclampsia, but labour was obstructed, and emergency caesarean section was performed at 38 weeks and 4 days of gestation. Since haemorrhage of approximately 3,000 ml or more persisted due to atonic haemorrhage, bilateral uterine arteries were embolized with gelatin sponges (gs). After uae, the patient progressed well, but on day 57 of postpartum, the patient visited the hospital with pyrexia of 38.2°c and malodorous discharge. At the time of the visit, the uterus was fist-sized and no tenderness, and the vaginal discharge was brownish-white pus with a malodor. Necrotic tissue was also excreted from the uterine os, and uterine necrosis was suspected. Blood tests showed crp 6.67 mg/dl and wbc 11,000/ul. Contrast enhanced MRI showed contrast in the muscular layer on the serosal side but poor contrast effect all around the luminal side, suggesting necrosis. Vaginal discharge culture test did not detect any bacteria. Hysterectomy was scheduled while administering levofloxacin (1,000 mg/day), but the necrotic tissue spontaneously expelled one week later and the symptoms disappeared. Pathological findings of the discharge were necrotic smooth muscle tissue and endometrial tissue. Although there were no abnormalities in hormone levels, menstruation did not resume. MRI showed unclear endometrium and thinning of the myometrium, suggesting that the luminal side of the myometrium and endometrium were circumferentially necrotic and discharged., comment: based on the information currently available and currently known drug safety profile, a causal association between the reported event and absorbable gelatin cannot be excluded in the context of absorbable gelatin used for uterine artery embolization.

Event description:
Event verbatim [preferred term] indication: atonic haemorrhage/bilateral uterine arteries were embolized [off label use], indication: atonic haemorrhage/bilateral uterine arteries were embolized [device use issue], uterine necrosis [uterine necrosis], , narrative: this is a literature report from product quality group for the following literature source(s): "two cases of uterine necrosis after uterine artery embolisation for postpartum haemorrhage abnormal", the japanese journal of obstetrical, gynecological & neonatal hematology, 2025; vol:35(1), pgs:23-24. A 42-year-old female patient received absorbable gelatin (absorbable gelatin), at approximately 1 mm in size for uterine haemorrhage, uterine artery embolisation. The patient's relevant medical history included: "2 pregnancies and 0 births" (unspecified if ongoing); "preeclampsia" (unspecified if ongoing); "caesarean section" (unspecified if ongoing); "postpartum haemorrhage/haemorrhage of approximately 3,000 ml or more persisted due to atonic haemorrhage" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: atonic haemorrhage/bilateral uterine arteries were embolized"; uterine necrosis (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: body temperature: 38.2 centigrade, notes: pyrexia; c-reactive protein: 6.67 mg/dl; culture: did not detect any bacteria; endocrine test: no abnormalities; histology: necrotic smooth muscle tissue, notes: and endometrial tissue. (Of the discharge); magnetic resonance imaging: contrast in the muscular layer, notes: on the serosal side but poor contrast effect all around the luminal side, suggesting necrosis; unclear endometrium, notes: and thinning of the myometrium; white blood cell count: 11000 /mm3. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of uterine necrosis. Causality for "indication: atonic haemorrhage/bilateral uterine arteries were embolized" and "uterine necrosis" was determined associated to absorbable gelatin (malfunction). Clinical course: the patient with 2 pregnancies and 0 births. The patient was induced to deliver due to preeclampsia, but labour was obstructed, and emergency caesarean section was performed at 38 weeks and 4 days of gestation. Since haemorrhage of approximately 3,000 ml or more persisted due to atonic haemorrhage, bilateral uterine arteries were embolized with gelatin sponges (gs). After uae, the patient progressed well, but on day 57 of postpartum, the patient visited the hospital with pyrexia of 38.2°c and malodorous discharge. At the time of the visit, the uterus was fist-sized and no tenderness, and the vaginal discharge was brownish-white pus with a malodor. Necrotic tissue was also excreted from the uterine os, and uterine necrosis was suspected. Blood tests showed crp 6.67 mg/dl and wbc 11,000/ul. Contrast enhanced MRI showed contrast in the muscular layer on the serosal side but poor contrast effect all around the luminal side, suggesting necrosis. Vaginal discharge culture test did not detect any bacteria. Hysterectomy was scheduled while administering levofloxacin (1,000 mg/day), but the necrotic tissue spontaneously expelled one week later and the symptoms disappeared. Pathological findings of the discharge were necrotic smooth muscle tissue and endometrial tissue. Although there were no abnormalities in hormone levels, menstruation did not resume. MRI showed unclear endometrium and thinning of the myometrium, suggesting that the luminal side of the myometrium and endometrium were circumferentially necrotic and discharged. Product quality group provided investigational results on (B)(6) 2025 for absorbable gelatin: no further manufacturing investigation was required as no valid lot number or returned sample was available. This complaint will continue to be trended. If additional information becomes available, this complaint will be reopened. Follow-up (19jun2025): this is a follow-up report from product quality group providing investigation results., comment: based on the information currently available and currently known drug safety profile, a causal association between the reported event and absorbable gelatin cannot be excluded in the context of absorbable gelatin used for uterine artery embolization.

Event description:
Event verbatim [preferred term]. Indication: atonic haemorrhage/bilateral uterine arteries were embolized [off label use], indication: atonic haemorrhage/bilateral uterine arteries were embolized [device use issue], uterine necrosis [uterine necrosis], narrative: this case has been considered invalid due to duplicate case of (B)(4), all subsequent follow-up information will be reported under manufacturer report number (B)(4). This is a literature report from product quality group for the following literature source(s): "two cases of uterine necrosis after uterine artery embolisation for postpartum haemorrhage abnormal", the japanese journal of obstetrical, gynecological & neonatal hematology, 2025; vol:35(1), pgs:23-24. A 42-year-old female patient received absorbable gelatin (absorbable gelatin), at approximately 1 mm in size for uterine haemorrhage, uterine artery embolisation. The patient's relevant medical history included: "2 pregnancies and 0 births" (unspecified if ongoing); "preeclampsia" (unspecified if ongoing); "caesarean section" (unspecified if ongoing); "postpartum haemorrhage/haemorrhage of approximately 3,000 ml or more persisted due to atonic haemorrhage" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: atonic haemorrhage/bilateral uterine arteries were embolized"; uterine necrosis (intervention required, medically significant), outcome "unknown". The patient underwent the following laboratory tests and procedures: body temperature: 38.2 centigrade, notes: pyrexia; c-reactive protein: 6.67 mg/dl; culture: did not detect any bacteria; endocrine test: no abnormalities; histology: necrotic smooth muscle tissue, notes: and endometrial tissue. (Of the discharge); magnetic resonance imaging: contrast in the muscular layer, notes: on the serosal side but poor contrast effect all around the luminal side, suggesting necrosis; unclear endometrium, notes: and thinning of the myometrium; white blood cell count: 11000 /mm3. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of uterine necrosis. Causality for "indication: atonic haemorrhage/bilateral uterine arteries were embolized" and "uterine necrosis" was determined associated to absorbable gelatin (malfunction). Clinical course: the patient with 2 pregnancies and 0 births. The patient was induced to deliver due to preeclampsia, but labour was obstructed, and emergency caesarean section was performed at 38 weeks and 4 days of gestation. Since haemorrhage of approximately 3,000 ml or more persisted due to atonic haemorrhage, bilateral uterine arteries were embolized with gelatin sponges (gs). After uae, the patient progressed well, but on day 57 of postpartum, the patient visited the hospital with pyrexia of 38.2°c and malodorous discharge. At the time of the visit, the uterus was fist-sized and no tenderness, and the vaginal discharge was brownish-white pus with a malodor. Necrotic tissue was also excreted from the uterine os, and uterine necrosis was suspected. Blood tests showed crp 6.67 mg/dl and wbc 11,000/ul. Contrast enhanced MRI showed contrast in the muscular layer on the serosal side but poor contrast effect all around the luminal side, suggesting necrosis. Vaginal discharge culture test did not detect any bacteria. Hysterectomy was scheduled while administering levofloxacin (1,000 mg/day), but the necrotic tissue spontaneously expelled one week later and the symptoms disappeared. Pathological findings of the discharge were necrotic smooth muscle tissue and endometrial tissue. Although there were no abnormalities in hormone levels, menstruation did not resume. MRI showed unclear endometrium and thinning of the myometrium, suggesting that the luminal side of the myometrium and endometrium were circumferentially necrotic and discharged. Product quality group provided investigational results on (B)(6) 2025 for absorbable gelatin: no further manufacturing investigation was required as no valid lot number or returned sample was available. This complaint will continue to be trended. If additional information becomes available, this complaint will be reopened. Follow-up on 19jun2025: this is a follow-up report from product quality group providing investigation results. Follow-up on 29jul2025: this is a follow-up report to notify that the cases (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). This case is being deleted from the database for the following reason: duplicate case., comment: based on the information currently available and currently known drug safety profile, a causal association between the reported event and absorbable gelatin cannot be excluded in the context of absorbable gelatin used for uterine artery embolization.